Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon resection procedure, while using the device on bowel, stapler handle was cranking and would not fire again. Another stapler was applied to complete the case. There was no patient injury.